Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2 implantable collamer lens of diopter -7.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. The cause of the event was reported as unknown.